Event description:
The local philips service representative clarified the customer reported symptom to be failure to discharge. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The local philips service representative clarified the customer reported symptom to be failure to discharge. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.